Event description:
It was reported that during patient follow-up oversensing episodes were detected. An alert for possible hvli circuit damage was also recorded. Lead defect suspected. The ICD and rv lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 10.9-11.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating on one rv conductor was abraded at the same location. This is consistent with the observation from the field of oversensing.